Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they sere hospitalized due to hypoglycemia on (B)(6) 2019 . The customer blood glucose level was 29 mg/dl at the time of incident. The customer was treated with food, glycogen shot for low blood glucose. The device will be not returned for analysis.